Event description:
It was reported that a flogard infusion pump had a broken door on channel a. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site by a field service technician. A visual inspection, event log review, and a power on self test were performed. During the service of the pump it was identified that channel a's door was broken. The cause of the damage is unknown. The pump head door assembly was replaced. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.